Manufacturer narrative:
(B)(4).

Event description:
The customer received a questionable high result from coaguchek xs meter serial number (B)(4). The initial result was 6.8 inr. The repeat result was 5.0 inr. The same finger was used and the blood was not applied to the strip within 15 seconds. The customer's warfarin dose was changed from 10mg daily to dosages of 10mg and 5mg on alternating days. The therapeutic range was 2.0-3.0 inr. There was no adverse event and the customer had no bruising. The customer had no anemia or antiphospholipid antibodies. Replacement product was sent to the customer the returned meter and strips were tested in comparison to a retention meter and masterlot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor inr: 3.3 inr and 2.7 inr; donor hct: 48% & 52%. Donor 1: master lot and retention meter / customer strip and meter 3.4 inr/ 3.4 inr. Donor 2: master lot and retention meter / customer strip and meter 2.7 inr/ 2.7 inr. All results were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material met specification. Relevant retention test strips (lot 194492) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable and retention material performed as specified. No information was provided in the complaint that would point to a cause for the result discrepancy.